Manufacturer narrative:
(B)(4)..

Event description:
On (B)(6) 2015, it has been reported to arjohuntleigh that there was a problem with auto logic system. It was stated that the mattress was deflating, was only half filled with the air, however, the pump did not show any alarm. The pt developed pressure ulcer due to defective pump.